Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Ultimately, the rv lead was surgically abandoned during a device change out procedure. A new rv lead was implanted and remains in service. No adverse patient effects were reported.